Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx29mm implanted in the aortic position was explanted from a 46-year-old patient after an implant duration of six (6) years and three (3) months for unknown reason. A valve model 11500a27 was implanted in replacement. As per implant data card provided, this event was due to a deficiency of the original device and patient was in recovery after the procedure.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.it was reported via the implant patient registry that this valve model 3300tfx29mm implanted in the aortic position was explanted from a 46-year-old patient after an implant duration of six (6) years and three (3) months due to endocarditis. As reported, the valve was found completely dehisced with small perforation of one leaflet and vegetation on the ventricular side of the leaflet likely due to endocarditis although patient had no symptoms suggestive of infection. A valve model 11500a27 was implanted in replacement. As per implant data card (idc) provided, this event was due to a deficiency in the original device and patient was in recovery after the procedure.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.